Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump fell, and the touch screen became shattered and unresponsive. In addition, it was reported that an unspecified malfunction occurred. Customer¿s blood glucose level was 160 mg/dl. The customer declined further troubleshooting with tandem technical support.